Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. A visual inspection was performed and observed that the ui to ph cable was damaged. During evaluation, the ui to ph ethernet cable was identified as the failed component and requires replacement. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation the ui to ph cable was found damaged on a novum iq syringe pump. There was no patient involvement. No additional information is available.